Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a stress urinary incontinence repair procedure. According to the complainant, immediately after completion of the procedure, it was noticed that the patient's vaginal sulcus had been perforated. The entire solyx device was removed from the patient. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be "fine".